Event description:
On july 1st, 2016 integrated dental systems was alerted of an event which occurred with (B)(6). Four (4) implants were placed in the patients mouth and 1 implant broke horizontally along the bone and the other 3 implant heads broke off.